Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number and cartridge serial number were not provided.

Event description:
Customer reported receiving a suspected false positive result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn and lot number not provided, reader sn (B)(4). A repeat cue covid-19 test performed on the same day provided a negative result. Although requested, no additional information was provided regarding this false positive result.